Event description:
In 2002, the end-user called medtronic minimed and stated that patient has been having high bg's since yesterday. Lately the cannulas have been very bent when patient removes them. In 02/2003, maersk medical a/s received the complaint and 1 used set.